Event description:
Customer reported a past event of low blood glucose, with a lowest level of 47 mg/dl. Customer consumed glucose tablets and candy to address the issue. Control-iq feature was active on customer's pump. Customer acknowledged the recommendation to consult with a healthcare professional to discuss factors affecting blood glucose levels, and the case remains open until pump data upload is confirmed.